Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: update to block d7a (sud reprocessed and reused). Correction to block e1 (initial reporter address 2 and initial reporter city). The returned hedgehog sweeper brush was analyzed. During product analysis, it was observed that the channel brush was detached from the working length due to a clean cut. The detached brush was not returned. There were no other damages or defects observed. With all the available information boston scientific concludes it likely the interaction between the cleaning brush and scope caused the observed problem. The reported event was confirmed. Therefore, based on all gathered information, the probable cause was determined to be unintended use error caused or contributed to event, indicating that the interaction between the user and device, caused or contributed to the event. Review of labeling determined that the complaint situation was listed in the manual. A labeling review confirmed that instructions and warnings are present for the reported event.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning on (B)(6) 2025. During scope cleaning, the hedgehog sweeper brush came off and fell into the scope. Reportedly, the detached brush was able to be retrieved successfully, and the scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning on january 16, 2025. During scope cleaning, the hedgehog sweeper brush came off and fell into the scope. Reportedly, the detached brush was able to be retrieved successfully, and the scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: update to block d7a (sud reprocessed and reused).

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning on (B)(6) 2025. During scope cleaning, the hedgehog sweeper brush came off and fell into the scope. Reportedly, the detached brush was able to be retrieved successfully, and the scope cleaning was completed using another of the same device. There was no patient involvement in this event.